Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 447 mg/dl. Assisted customer with insulin delivery settings. Explained that if he wanted to try and delivery more insulin, the customer would have to manually program the amount in his insulin pump. Nothing further reported.